Event description:
It was reported 4fr single lumen PICC's removed as holes noticed when flushing for routine line care. No other information was provided. It was reported this occurred with four devices. This report addresses all four device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported 4fr single lumen PICC's removed as holes noticed when flushing for routine line care. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.